Manufacturer narrative:
(B)(4). Evaluation, results: (stroke/cva).

Event description:
Patient cardiac status at time of index procedure was unstable angina pectoris. During index procedure, two endeavor rapid exchange (rx) drug-eluting coronary stent systems, one of diameter 3.5mm, length 30mm and one of diameter 3.5mm, length 18mm (ref: 2953200-2010-01441), were successfully deployed in the rca. The patient was discharged from hospital 13 days post procedure. It was reported that, approximately 4 months post index procedure, the patient developed a hemorrhagic stroke. Investigator described stroke as a sudden bleed at anterior left thalamus. Aspirin and clopidogrel were discontinued and patient was hospitalized. Patient outcome is described as disability. Investigator stated that the event was not related the endeavor device, the zotarolimus drug, or the index procedure.

Manufacturer narrative:
Patient has a history of previous pci. Outcome of event hemorrhagic stroke is "disorder".